Event description:
It was reported that the patient experienced a revision of an artificial urinary sphincter (aus) device due to a rupture in the pressure regulating balloon(prb) causing fluid loss. A patient outcome of cured reported.